Event description:
It was noted that during the deployment of the device resistance was met when retracting the jacket. After a fast flush and a check of the sheath valve for tightness, the jacket was retracted successfully with force.